Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the blade guide sleeve is an instrument routinely used in the titanium trochanteric fixation nail system (technique guide j3900-I). The returned blade guide sleeve shows heavy wear with several scrape and hammer marks especially along the unthreaded distal portion of the device. There are also numerous visible nicks and small gouges along the threading of the sleeve. It was reported that a 357.404 11mm tapered cannulated drill bit would not pass through the blade guide sleeve during a trochanteric fixation procedure. This condition is unconfirmed; the device shows no signs of being bent or warped. A test sample 357.381 11.0mm/3.2mm wire guide (lot number 4585002) passes through the blade guide sleeve with no difficulty. The largest outer diameter of the wire guide is 11.4mm (+0/-.05mm) as per (B)(4) and confirmed by measurement at 11.39mm (gauge ca99). The largest outer diameter of the 357.404 11mm tapered cannulated drill bit is 11.25mm (+0/-.03mm). The 11mm tapered cannulated drill bit was within tolerance, the complaint could not have been caused by the returned blade guide sleeve. The 11mm tapered cannulated drill bit used during surgery was not returned and therefore the complaint is unconfirmed. It is likely that soft tissue obstructed the path of the drill bit or that user error contributed to this complaint. It is conceivable that the drill bit was out of tolerance and led to the complaint condition. (B)(4) was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that user error or soft tissue obstructed the path of the drill bit and led to this unconfirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 11mm drill bit would not pass through the blade guide sleeve during a trochanteric fixation procedure. The surgeon drilled without the sleeve. The sleeve was damaged prior to beginning the surgery and the blade went through the sleeve fine as expected. The procedure was completed successfully and there was no delay. The patient outcome was reported as good this is report 1 of 2 for (B)(4).